Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Subsequently, the therapy was programmed off. Technical services (ts) was consulted and a shorted electrode was suspected based on available data. Patient reported they felt when the device performed system impedance measurements. This electrode was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified 2 cracks in the polycin vorite notch area next to sense b electrode - extending into insulation. Also noted cuts in insulation, approximately 9 cuts noted between 118-125mm. Analysis determined it that the lead insulation was inadvertently cut during the device replacement surgery for the previous associated s-ICD. Subsequently, during therapy delivery, the energy found the path of least resistance and arcing occurred between the high voltage cable and the device can.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Subsequently, the therapy was programmed off. Technical services (ts) was consulted and a shorted electrode was suspected based on available data. Patient reported they felt when the device performed system impedance measurements. This electrode was subsequently explanted. No additional adverse patient effects were reported. The device has been returned and analyzed.